Manufacturer narrative:
The returned driver shaft was examined. The tip has fractured off; the complaint is confirmed. The cause if this issue is unknown. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of the driver shaft broke off during surgery. The surgery was completed using an alternative instrument. There were no reports of patient injury associated with this event.